Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet legacy full height drawer six failed. A field service engineer found the side rail on the drawer was detached with all bearings missing. The controller board, flat flex cable, and position sensor with its cable were replaced. Then the left side rail was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, track was broken on auxiliary drawer six. The customer reported that the malfunction caused delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.